Manufacturer narrative:
Patient identifier field not sufficient to hold all digits, should read: (B)(6). No parts have been received by the manufacturer for evaluation. Part not returned for analysis.

Event description:
A site representative reported that, while in a spinal fusion, the gantry door was experiencing difficulties opening. The reported issue occurred while the tube/detector was reported to be out of proper position, leading to an extended period of time for the door to open. The representative reported that testing could not replicate the reported issue following the procedure. There was a reported delay to the procedure of less than 1 hour due to this issue. There was no impact on patient outcome. No additional information was provided.

Manufacturer narrative:
Correction: it was reported that the site performed motion calibrations on the imaging system and functionality was restored to the unit. It was reported that the reported issue has not reoccurred since the original occurrence.

Manufacturer narrative:
Review of this event and/or additional information received shows that there is no evidence to reasonably suggest that the device in this report or a similar device would be likely to cause or contribute to a death or serious injury if the malfunction were to recur.